Manufacturer narrative:
A medtronic representative reported that the site's imaging system stayed on the "system booting, please wait" message. The site unplugged and re-plugged the umbilical and then waited several more minutes, but the issue persisted. This was done several times and nothing changed. To continue the case, the site brought in another system to conduct the spin. There was no patient impact reported and there was no delay in surgery. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the issue could not be replicated. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs, however the logs were corrupted so no further investigation took place. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site's imaging system stayed on the "system booting, please wait" message. The site unplugged and re-plugged the umbilical and then waited several more minutes, but the issue persisted. This was done several times and nothing changed. To continue the case, the site brought in another system to conduct the spin. There was no patient impact reported and there was no delay in surgery. An onsite inspection was scheduled for a later date.